Event description:
It was reported that ins has moved out of the pocket and the patient wanted to know if this was a medical emergency and what the odds were ins could get tangled in bowel or when this had happened before with other patients. The ins may be flipped. Ins was "not in it's pouch" and was floating free in the patient's abdomen. The patient noticed a couple weeks ago that ins was not in the right spot and it is working it's way to the skin and is right up against her skin now. The patient was worried it will pull leads out or tangle in bowel. No falls or traumas were noted . The patient has an appointment monday. The patient would like ins explanted as she believed she is one of the patient's whose body does not accept this therapy. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).